Event description:
Report was received from the USA stating that the device had a "hole in the outer hose". The event was not related to surgery. There were no injuries reported. No additional information was provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).